Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump powered off and would not turn on despite the attempted use of multiple cables and power sources. There was no reported impact to the customer's blood glucose (bg) level. Customer was not using pump at the time of the event, and did not indicate alternative therapy for diabetes management.